Event description:
It was reported that the patient required temporary pacing and had a percutaneous sheath introducer (psi) inserted in the right internal jugular (rij) vein. Upon flushing the psi sidearm to clear backflow of blood following an adjustment, fluid was observed leaking into the cath-gard contamination shield. The pacing catheter and cath-gard contamination shield were reported to be intact, and the temporary pacemaker was functioning properly at the time of the event. The affected psi sheath was subsequently removed. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was reported beyond removal of the affected device.

Manufacturer narrative:
(B)(4).